Event description:
It was reported that the device has a detached dso seal. No patient involvement. Customer damage: no. Patient involvement: no. When did the event occur: during testing. Do you need to be contacted if charged less than preapproval amount: no. Warranty: no. Date of occurance: (B)(6) 2024. Po# (B)(4). Int# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. A visual inspection confirmed the reported issue. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.